Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question because access was not given, but faxes of reports were sent from the customer site to immucor technical support. The analysis of the faxes showed that the instrument test well in question was visually positive, consistent with the instrument result output. The internal immucor tracking number for this report is (B)(4).

Event description:
On 04mar2018, a customer site reported to immucor technical support an unexpected abo blood group mistype when tested on a galileo instrument on (B)(6) 2018.